Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on going intermittent air bubble were observed along the infusion set tubing and coming out of the cartridge tubing. The customer's blood glucose level was 266 mg/dl for the past event and was 179 mg/dl at the time of report. Reportedly, the customer changed the tubing and loaded a new cartridge to resolve the issue, and continued using the pump for insulin therapy.